Event description:
It is reported that the patient was revised due to pain and possible loosening of the tibial component.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Visual inspection of the returned tibial plate identified that both pegs were removed when explanted. Both pegs were returned for review and one has significant bone ingrowth bone ingrowth is also visible on the posterior medial portion of the plate and a strip on the lateral edge that extends from the anterior to the posterior portion of the plate. Device history records were reviewed and no deviations or anomalies were found. A field action was conducted on february 19, 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under 1822565-02-10-2015-002-r. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Medical records were received. Primary op-notes confirm that the patient underwent left total knee arthroplasty due to severe degenerative joint disease of left knee. Notes state that pcl was addressed and osteophytes were removed. The range of motion and stability were checked and excellent tracking of the patella was noted. Revision op-notes confirm that the patient underwent revision due to aseptic loosening of tibial component. It was stated that during the surgery, there was a large portion of fibrous ingrowth noted on the backside of the tibia and also on the two pegs. Only the tibial component was replaced. Patient was in stable condition post-op. The supplemental information does not change the investigation conclusion previously reported.